Event description:
The electrode detached from the probe while withdrawing the probe through the cannula after the procedure. The detached electrode was not immediatly observed. Physician discovered detached electrode during continued arthroscopic surgery in the glenoid space but was unable to remove it at that time. The physician made a 4 inch incision across the top of the shoulder and used a magnet to remove the fragment. No further complications were reported.